Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 382523 and lot number 4129757. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that bd insyte autog bc connector tubing did not fit onto hub. The following information was provided by the initial reporter: placed 22g angiocath in patient's left anticubital and received a flashback of blood. When attempting to connect short tubing connector to the hub of the angiocath, I was unable to connect due to the hub being smaller than the short tubing. Malfunction resulted in patient having to have a second IV insertion.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field.